Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during testing of the device at the service center, the centrifugal motor was found to have a broken clip and a loose spring. There was no patient involvement.